Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed multiple episodes of inappropriate therapy due to atrial fibrillation with rapid ventricular response. Changes were made to the patients medication. There were no adverse consequences.